Event description:
It was reported that the ilet user ate without announcing a meal and later experienced discordant glucose values between cgm and fingerstick exceeding 20 percent, chose not to replace the sensor, and subsequently encountered falling glucose trends. This was handled as a use-related issue and involved the device¿s user interface and procedures. Symptoms included hyperglycemia reaching 289 mg/dl and later nausea, followed by declining glucose with values near 100 mg/dl and into the 80s, for which small carbohydrate intake was advised. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, specifically failure to follow instructions regarding meal announcement, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.